Event description:
The customer reported the device did not alarm for air in line when there was a large amount of air in the pt side tubing. The infusion had been going for several hours an d a secondary antibiotic had been hung correctly above the pump. Air bubbles were noted from the port where the secondary was attached to the primary, all the way through the silicone segment, below the pump, and down to the pt's IV insertion site. Although the pt was asymptomatic and showed no respiratory distress, it was initially suspected that some air may have infused into the pt so a CT angiogram and ultrasound were done and showed no sign of an air embolus. The pt's scheduled egd (esophagogastroduodenoscopy) procedure was delayed for 1 day. The pcu, pump module and tubing were saved. Biomed tested the pump module for ail detection and it passed. The profile was med surg. The ail setting is at 250 mcl with the accumulator setting enabled. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The devices have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.